Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's blood glucose (bg) elevated to 500 mg/dl which was addressed with an insulin injection from a doctor. Cause for bg was unknown. Additionally, it was reported that the insulin gauge was inaccurate. Customer's bg for insulin gauge issue was 245 mg/dl. Reportedly, the customer changed all supplies and resumed insulin delivery.